Event description:
I have been using renu with moisture loc contact was solution for months before I went to e.r. On 01/28/06- I had previous corneal abrasion in 11/05 and was treated by eye dr then with infection and abrasian. Was using the moisture solution then also. On 01/28/06 I went to e.r. Room with terrible pain in right eye, dischange, blurry vision, redness and eye swollen, was treated for corneal abrasion, infection and given antibotics and told to follow up with eye dr on monday. Went to dr on 01/30/06- and eye was worse - eye lids swollen shut - extreme pian and no vision - changed by medicines and sent me home. Was to go back to dr in 2 days. I saw my eye dr's for over one week and they said on 3rd day an ulcer appeared on my corneal. They changed medication again on next appt, next day. Ulcer had exploded cross entire eye and dr said he had never seen anything like this before. Dr examined me and said they were sending me to eye clinic to see by corneal specialist. Went there on 02/06/06. After week and a half of seing drs and changing medicines and finally upon going to clinic on 02/06/06 - they saw me and diagnosed me with fusarium keratitis. I went through6 weeks of corneal scrappings, anti-fungal therapy and am possibly awaitng a corneal transplants. I am still seeing an the drs - nest appts is in july - I hae permanent vision loss and blurred vision in right eye and scarringo n right corneal. Also extrememsensitivity to light.